Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rebr0723 showed no other similar product complaint(s) from this lot number. (B)(4).

Event description:
It was reported that the pump infusing meds was not working. New PICC line placed.